Event description:
It was reported that, surgeon tried to advance the lag screw after the nail holding jig was taken off. This resulted in the bending of the lag screwdriver. One of the teeth broke off when the tech was disassembling the device. Patient was not affected by broken instrument.

Manufacturer narrative:
Additional information has ben requested, and if received, will be provided on a supplemental report.